Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the device keeps running when switched off. It is unknown if there was patient involvement this is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past six months. There is no information relevant to the current complaint issue. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the action taken as repair. The device has been serviced and functional testing has been performed in accordance with service manual. During the pre-repair diagnostic assessment the service technician identified the failure code as motor seized, rough running, defect. The service technician identified the probable root cause as normal wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.